Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between insulin pump and mobile application, log in issue was unresolved. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7333, mmt-6101. Troubleshooting was performed and the customer was successful in logging in to carelink personal. Reported issue resolved, no escalation required. The loss of connection between pump and mobile device troubleshooting was performed and unpairing and re-pairing the pump and mobile device resolved the issue. Reported issue resolved, no escalation required. Later the customer reported that pump's battery died, was able to reservoir and set on the home screen. Advised that the customer needs to rewind the pump before start using it again. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. Product return is not applicable for non- physical device mmt-6101, mmt-7333.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on the latest information, the customer was hospitalized for unspecified reason.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. Section b1 - checked adverse event box. Section b2 - checked hospitalization - initial or prolonged box. Section b2 - checked required intervention to prevent permanent impairment/damage (devices) box. Section b5 - updated summary. Section d10 - updated concomitant medical products. Section h1 - updated type of reportable event to serious injury. Section h6 - removed health effect - clinical codes 4582 with health effect - impact code 2199. Section h6 - added health effect - clinical codes 4581 with health effect - impact code 4607. Section h6 - added medical device problem code 3283 (no communication-between pump & mobile appno communication-between pump & mobile app). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.